Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the current pump for insulin therapy.